Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2014 was performed to treat a narrow lesion with 85% stenosis in the left main and proximal left anterior descending (lad) coronary artery. The patient presented with discomfort in the precordial area. Two xience xpedition stents (3.0 x 12 mm and 4.0 x 15 mm) were implanted. The patient was discharged on (B)(6) 2014. On (B)(6) 2018 the patient was re-hospitalized for difficulty breathing. The patient received transfusion treatment. The patient was discharged on (B)(6) 2018. Per the physician, the relationship between the event and the device is unknown. No additional information was provided.